Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the (B)(6) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. The procedure was completed successfully. Following the procedure, the patient experienced wheeze and the patient did not meet the minimum acceptable fev1 rate required for discharge. Therefore, the patient was admitted into the hospital on (B)(6) 2013, for further management and care. The patient was discharged from the hospital on (B)(6) 2013. The event is ongoing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator. Fev1: 2.22 fev1 % predicted: 90.24 fvc: 2.48 fvc % predicted: 80.52 post-bronchodilator fev1: 2.26 fev1 % predicted: 91.87 fvc: 2.54 fvc % predicted: 82.47

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of (B)(4). According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. The procedure was completed successfully. Following the procedure, the patient experienced wheeze and the patient did not meet the minimum acceptable fev1 rate required for discharge. Therefore, the patient was admitted into the hospital on (B)(6) 2013 for further management and care. The patient was discharged from the hospital on (B)(6) 2013. The event is ongoing. Baseline spirometry values: visit date: (B)(6) 2013: pre-bronchodilator: fev1: 2.22; fev1 % predicted: 90.24; fvc: 2.48; fvc % predicted: 80.52. Post-bronchodilator: fev1: 2.26; fev1 % predicted: 91.87; fvc: 2.54; fvc % predicted: 82.47. Additional information received as of (B)(4) 2013: according to the complainant, the event of aggravated asthma was considered resolved as of (B)(6) 2013. According to the complaiinant the patient experienced a lower respiratory tract infection (lrti) on (B)(6) 2013 and was treated with a z-pak. No hospitalizations or ER visits occurred as a result of this event. This event was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
Patient identifier: 01(B)(6). Patient weight: (B)(6). (B)(4). Study source: (B)(6) clinical trial evaluating bronchial thermoplasty in severe persistent asthma. The complainant indicated that the device was disposed and will not be returned for analysis; therefore, a visual and functional examination of the complaint device could not be performed. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as a possible adverse event associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.